Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with blood glucose values reported at 236 mg/dl and later 256 mg/dl, after a recent supply change and use of a contact detach steel infusion set and prefilled cartridge; troubleshooting was performed with a full supply change and insulin delivery was resumed without alarms. Symptoms included feeling hot on the forehead consistent with hyperglycemia. Outcomes included ongoing monitoring at home without medical intervention or hospitalization. Investigation included guided troubleshooting and education to replace the infusion set and resume insulin delivery, with no device alerts reported. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hyperglycemia, with adequate post-troubleshooting function of the infusion and insulin delivery components. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.